Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product used in treatment, was returned for evaluation. Per instructions for use (IFU) ¿it is the surgeon¿s responsibility to be familiar with the appropriate surgical techniques prior to use of this device. Read these instructions completely prior to use. No failure could be confirmed. The only item returned was the inserter which showed no damage. There was no anchor or suture returned. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition. Complaint history review indicated a similar allegation for the lot number reported. Batch review indicated no condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered.¿ recommended prep instrument for normal bone condition is a 3.5mm spade tip drill (pilot hole) and a 4.5mm threaded dilator. Risk management files contain the reported failure. Product met specifications upon release to distribution. No additional actions required at this time.h11. Corrected information in b5.

Event description:
It was reported that during a repair of the medial collateral ligament of left knee, the anchor distal part broke off when it was being screw in. All the broken pieces were removed with the suture as there were still attached to it. A delay greater than 30 minutes was reported. Patient condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during a repair of the medial collateral ligament of left knee, the distal part of the anchor broke off when it was being screwed in. All the broken pieces were removed by pulling it with the suture as it was still attached to. No significant delay was reported. Patient condition is stable. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.